Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the ez breathe atomizer did not produce a mist to alleviate the patient's asthma exacerbations. The patient is a (B)(6) male with a past medical history that is significant for bronchitis and shortness of breath. He reports that he stopped smoking three months ago and adds that he does not have any allergies to medications.